Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was filling the tubing when the insulin pump did not recognize the reservoir. Half the reservoir was pushed out and the numbers were not registering. His blood glucose level was not reported. The product was not returned. Nothing further to report.